Event description:
In 2009, patient requested assistance giving herself a bolus. Patient is new to infusion therapy. Assisted patient in giving herself a 6 unit bolus of insulin. Patient reported this was a correction bolus. Patient stated, her blood glucose reading was "hi". Explained the difference between the basal rate and a bolus. Explained how to check the bolus history. Confirmed that patient received the bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sending insertion assist device; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.